Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided data for the period from (B)(6) 2023 showed a warning message regarding max shock energy ineffective on (B)(6) 2023. Furthermore there was a notification regarding shock deliveries on (B)(6) 2023. The tested pacing impedance was 403 ohms, the coil continuity was measured <200 ohms. The number of delivered shocks since implantation was 63, of which 29 were successful. The available iegm episodes from (B)(6) 2023 demonstrated right ventricular artifacts which were oversensed leading to ICD charging cycles and multiple shock deliveries. The data provided for the period from (B)(6) 2023 showed the warning message of deactivated tachycardia therapies and suspected right ventricular oversensing. The tested pacing impedance on (B)(6) 2023 was 348 ohms. The coil continuity was <200 ohms. The available data for the period from (B)(6) 2023 again showed a coil continuity <200 ohms on (B)(6) 2023. The pacing impedance was measured with 378 ohms. The provided iegm episodes from june 22 and june 23 demonstrated right ventricular oversensing of artifacts. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead showed oversensing with inappropriate therapies and a low out of rage shock impedance approx. 96 months after the implantation. The lead was explanted and discarded. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.